Manufacturer narrative:
(B)(4). Batch # m9259y. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colon procedure, the tip of the device fell off in the patient. The broken tip was retrieved laparoscopically with ease and saved. Another like device was used to complete the procedure with no harm to the patient.